Manufacturer narrative:
By the check of the manufacturing chart of the involved component (code (B)(4), lot# 1605941). No pre-existing anomaly was detected on the (B)(4) pieces placed on the market with this lot#. No other complaints received on this lot#. We will submit a final MDR once the investigation will be concluded.

Event description:
Conversion to smr reverse due to implant dislocation performed on (B)(6) 2018. Previous surgery took place on (B)(6) 2018. It was reported to us that, according to surgeon, "patient had a strange shaped scapula". MRI showed that the metal back glenoid peg came out of bone anteriorly. Moreover the metal back glenoid was heavily retroverted, leading to subluxation. During revision surgery, surgeon implanted a 44 mm eccentric glenosphere. He was happy with final stability. Event happened in (B)(6).